Event description:
There was an allegation of questionable elecsys vitamin b12 immunoassay results for 3 patient samples on a cobas e 411 immunoassay analyzer. For sample 1, the initial vitamin b12 result was 112.7 pg/ml. The sample was sent to another lab and the result was 297 pg/ml. For sample 2, the initial vitamin b12 result was 138 pg/ml. The repeat result was 261 pg/ml. For sample 3, the initial vitamin b12 results were 103 pg/ml and less than 50 pg/ml. The repeat result was 203 pg/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 72861801 and the expiration date is 31-aug-2024. The calibration and qc data provided was acceptable. The field service engineer (fse) found that a probe was misadjusted and replaced it. A mechanical check was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.